Event description:
It was reported that, "pt presented with pain in left knee, x-rays revealed wear on the backside of insert. A revision surgery was scheduled and replaced w/med 11 mm pca mod insert and small patella." The exact implantation date was not provided; however, it was indicated that the reported device were implanted in 1991.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The pt decided to keep the device. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.